Event description:
It was reported that the patient had to go to the health care provider (hcp) due hypoglycemia while using the omnipod dash system. The patient's blood glucose levels reached 30 mg/dl and the dash personal diabetes manager (pdm) battery was not holding a charge. For treatment, the patient's hcp lowered the amount of insulin. The patient was released the following day. The pod was removed at the doctor's office.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the customer is reporting medical attention was sought due to low bg readings from the pdm not being able to hold charge. Due to the device being in use past the date of occurrence, the log files from the last days of use were analyzed for battery life. Inspection of the battery level in the android log files shows a large drop in charge from 81% to 5% in approximately 60 minutes. Another steep drop in charge was observed from 70% to 5% in approximately 60 minutes. This steep drop in battery charge indicates a failure of the pdm to hold charge. During investigation, the pdm was connected to a pod and successfully completed delivery testing without issue. The pdm was allowed to charge to 100% and then left to sit for 48 hours and complete a battery life test to mimic typical use by the user. The pdm did not pass the battery life test. Inspection of the log files pulled from the battery life test found the battery charge dropped from 70% to 3% in approximately 80 minutes. Inspection of the battery and battery housing found no damages or defects that would result in the observed battery failure. The root cause of the reported battery not holding charge could not be determined.